Event description:
The device was removed from the pt. Hosp states removed due to pt had open heart surgery and had a foley catheter, since they removed the catheter, pt has experienced problems with device. A possible perforation from when the foley was removed. Pt was not reimplanted.